Manufacturer narrative:
D4: lot number corrected from 0025573900 to 0025527138 expiration date corrected from 06/08/2021 to 05/20/2021 h4: device manufacture date corrected from 06/08/2020 to 05/20/2020 device evaluated by MFR: the sheath was kinked in the distal section. There was no damage observed on the distal tip or guidewire exit port assembly. The ilab system and mdu were use in order to perform the following testing in addition with the impedance analyzer. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing , 6 pullbacks were performed and a good square image appeared in the ilab system. Upon microscope inspection, the distal housing of the transducer was observed complete and with no shattered pieces. Guidewire exit port was observed in good conditions. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that guidewire difficulty removal occurred. The target lesion was located in the calcified left anterior descending artery. An opticross ic imaging catheter was advanced for use. During procedure, the sheath of the catheter was stuck, it could not be withdrawn and could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and patient is stable.

Event description:
It was reported that guidewire difficulty removal occurred. The target lesion was located in the calcified left anterior descending artery. An opticross ic imaging catheter was advanced for use. During procedure, the sheath of the catheter was stuck, it could not be withdrawn and could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and patient is stable.